Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The upper joint of the soda lime canister and the joints and seals of the manifold were cleaned to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction causing a leak in excess of 4.5 lpm. There was no report of patient involvement.